Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the distal end of the conical tip on the vasoview hemopro 2 endoscopic vessel harvesting system popped off inside the patient's leg. The piece was retrieved using the jaws on the hemopro 2 through the original incision with no other pt effects reported. A new kit was used to complete the procedure. The lot number will be provided upon follow up by the reporter. The product is returning.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).